Event description:
On (B)(6) 2019, the lay user/patient was contacted by lifescan (lfs) (B)(4). During the call, the patient alleged that one year previously, his one touch ultra mini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient alleged that the subject meter was reading inaccurately a year prior to being contacted by lfs, when he obtained an alleged inaccurately high blood glucose result of 455 mg/dl compared to 163 mg/dl on his gp¿s (unknown) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. At the time of obtaining the alleged inaccurately high reading, the patient reported that he managed his diabetes with tablets, diet and exercise and took insulin was in ¿severe situations only¿. He stated that on this occasion, he took an unknown quantity of insulin. He reported that a short time later, he developed symptoms of ¿trembling, dizziness and cold¿. He indicated that he received treatment of ¿IV glucose¿ from the emergency health unit. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that he had used an approved sample site to obtain the blood samples. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering an unspecified quantity of insulin.